Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a patient that cooling was initiated at another facility. The patient was cooled below target temperature there. The patient was transported to their facility and when they arrived, they placed the patient on the arctic sun device. Nurse stated patient was now at goal. However, when they started therapy, they began under cooling. Later, they noticed the device said it was rewarming, but no one had switched it. They set it back in cooling and now it seems to be working correctly. Nurse provided the s/n # (B)(6). Confirmed cooling box was currently flashing. Informed nurse the only way the device would switch from cooling to rewarming was if the rewarm start button was pressed or if the cooling duration completed and the device was programmed to automatically begin rewarming. Nurse stated the duration was set longer, and another nurse both verified it was set up correctly with the protocol. Nurse did not think the rewarm button would have been pressed by anyone. Informed nurse they can download the case data once therapy was completed to see what occurred. Informed nurse once therapy was complete, they can also have their biomed assist with downloading the case data and call us back to have it reviewed. Informed nurse to call back with any issues or if they think it switches again.

Event description:
It was reported that the nurse stated they had a patient that cooling was initiated at another facility. The patient was cooled below target temperature there. The patient was transported to their facility and when they arrived, they placed the patient on the arctic sun device. Nurse stated patient was now at goal. However, when they started therapy, they began under cooling. Later, they noticed the device said it was rewarming, but no one had switched it. They set it back in cooling and now it seems to be working correctly. Nurse provided the s/n # (B)(6). Confirmed cooling box was currently flashing. Informed nurse the only way the device would switch from cooling to rewarming was if the rewarm start button was pressed or if the cooling duration completed and the device was programmed to automatically begin rewarming. Nurse stated the duration was set longer, and another nurse both verified it was set up correctly with the protocol. Nurse did not think the rewarm button would have been pressed by anyone. Informed nurse they can download the case data once therapy was completed to see what occurred. Informed nurse once therapy was complete, they can also have their biomed assist with downloading the case data and call us back to have it reviewed. Informed nurse to call back with any issues or if they think it switches again.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The patient was transported to their facility and when they arrived, they placed the patient on the arctic sun device. Nurse stated patient was now at goal. However, when they started therapy, they began under cooling. Later, they noticed the device said it was rewarming, but no one had switched it. They set it back in cooling and now it seems to be working correctly. Informed nurse to call back with any issues or if they think it switches again. The serial number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.